Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, left proximal tip of cylinder was sutured into corpora for anchoring during healing process. Unsure if small perforation was made when inserting proximal tip of cylinder.

Event description:
According to the available information, left proximal tip of cylinder was sutured into corpora for anchoring during healing process. Unsure if small perforation was made when inserting proximal tip of cylinder. Additional information received indicated at the time of the procedure the surgeon questioned whether he may have created a proximal perforation of the left corpora cavernosa when positioning the proximal tip to the implant. He was not 100% sure whether this had occurred as it did not appear obvious when he checked it using brooks dilators to compare the left and right proximal sides. The surgeon decided to suture the proximal tip of the implant (solid plastic component) to the cavernosa to enable any perforation to heal. Modeling was also performed. The surgeon was happy with the outcome.

Manufacturer narrative:
The device remains implanted. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the prosthesis. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. However, because quality's examination may not conclusively confirm or disprove the report of perforation, quality accepts the physician's observations of such as the reason for surgical intervention. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, and because the device is not available for evaluation, no further corrective action is required at this time.